Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-13169. The pt has two leads from two different lot numbers, reporting on both leads. It was reported the pt was not receiving stimulation in his back. X-rays confirmed his leads had migrated. Follow-up information identified the pt underwent a surgical procedure on (B)(6) 2013. The pt's left lead was repositioned to the top of t8. The pt had effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.